Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2019 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing, device had similar service repair history. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device would turn on by itself. No patient involvement was noted.